Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced rhythm acceleration and ventricular tachycardia (vt). The crt-d delivered two inappropriate defibrillation shocks before the rate dropped below the vt zone. No adverse patient effects were reported. The device remains in service.